Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red flashing light for an unspecified reason. The patient was not near the monitor to perform troubleshooting. Boston scientific technical services (ts) discussed contacting the patient's physician. No adverse patient effects were reported. The system remains in service.

Event description:
Additional information was received indicating that the patient and their remote home monitoring system were not yet connected. This was the reason for the alert on the remote home monitoring system. The device and system have now been enrolled. There have been no further observations. No adverse patient effects were reported. The system remains in service.